Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in new zealand, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. The patient presented with a mild degree of access vessel tortuosity and calcification. During the procedure, there were difficulties crossing the native valve from the right femoral, so it was decided to use a second esheath from the left femoral to give support. No balloon aortic valvuloplasty was performed prior to attempting to cross the native annulus. The 26mm sapien 3 ultra valve was implanted. Post-valve implantation, it was noticed that there was a retrograde dissection from the femoralis to aortic annulus including the left main stem and circumflex artery. The patient was transferred to surgery to implant a stent in the affected coronary arteries. The patient was stabilized and sent for CT scan. The patient was reported to be alive. There were no damages found on the devices. As per medical opinion, the root cause of the event was the severe aortic stenosis.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as neither the complaint device nor applicable imagery was returned. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU an d training manuals revealed no deficiencies. The complaint description reports, "during the procedure, there were difficulties crossing the native valve from the right femoral" and "post-valve implantation, it was noticed that there was a retrograde dissection from the femoralis to aortic annulus including the left main stem and circumflex artery." Per provided medical opinion, patient was diagnosed with severe aortic stenosis, which is suggestive of severely calcified native annulus. Per the training manual, "heavy calcification" is one of the potential factors that can make it difficult to cross native valve and position the thv. This could have causes unfavored interactions between the delivery system/crimped thv and the calcified nodules present, impeding native valve crossing and resulting in annular dissection, as reported. Additionally, per case notes, patient had calcified and tortuous access vessels, which could have further contributed to the crossing difficulty by restricting the delivery system advancement through the vasculature/target site via build-up of tension. As such, available information suggests that patient factors (stenosed valve, calcification, tortuosity) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.